Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation issues occurred. The lesion being treated was located in the tortuous, calcified left anterior descending artery. The vessel was pre dilated with an unknown size maverick balloon. A taxus express2 unknown size drug eluting stent was implanted and was slower than usual to deflate. The physical used the usual 50/50 mix of contrast and water. The stent was post dilated with a quantum balloon. No patient complications were reported. The physician could not remember all the details when he reported the complaint to the sales rep but he wanted to let us know about it.

Event description:
Requests for additional information have been unsuccessful as the physician does not remember the patient name and it would be difficult to get more information.